Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered an alert for out of range pace impedances on the right ventricular (rv) lead. When this device was implanted, the pace impedances on the rv were around 1000 ohms, and now, the values had increased to greater than 2300 ohms. The patient is expected to be seen by their implanting physician for further evaluation. At this time, the products remain in service. The rv lead is a competitor's product. No adverse patient effects were reported.